Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted by dr. (B)(6) at (B)(6) hospital, (B)(6) hospital, (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure performed on (B)(6) 2017. A coloplast restorelle device was also implanted on the same day. According to the complainant, after the procedure, the patient experienced an injury. The device was then removed on (B)(6) 2019. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.